Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07094, related manufacturer report number: 2017865-2020-07095. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Analysis found that a partial lead (connector end) was returned in one piece measuring 7.8cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.